Event description:
It was reported that the right atrial lead was displaced while attempting to remove the right ventricular (rv) pacing lead. A rv lead was attempted but was damaged on insertion. A new rv lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.